Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported condition.

Event description:
Doctor states unit leaks around tip. Unable to confirm complaint. Replaced insulator tube tip o ring in case of intermittent leak. Repair order (B)(4). Ll100 cryosurgical (B)(4). E-complaint (B)(4).

Manufacturer narrative:
Investigation: inspect returned samples: analysis and findings: complaint (B)(4). Distribution history: this complaint unit was manufactured at csi in 2002. Manufacturing record review: a review of the device history record could not be located at the time of this investigation. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications. Should the device history record be located going forward this complaint will be amended accordingly. Incoming inspection review: not applicable. Service history record: this unit was serviced in 2011 for a broken off I/e tube tip. Historical complaint review: a review of the attached 2-year complaint history showed one similar reported complaint condition. Product receipt: the complaint unit was returned on a repair. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found to function properly. Root cause: the unit functioned to specifications free of defects or leaks. A root cause is not applicable. Corrective actions: although the unit was free of defects the insulator tube was replaced with a new one as a precaution. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed. No training is required. Was the complaint confirmed? No.

Event description:
Doctor states unit leaks around tip. Unable to confirm complaint. Replaced insulator tube tip o ring in case of intermittent leak. Repair order (B)(4). Ll100 cryosurgical 900001, e-complaint (B)(4).